Manufacturer narrative:
The manufacturing lot number associated with this complaint was reviewed and no failures related to the reported condition were identified. No ncrs for this issue in the reported lot number were found during the device history (DHR) review. No changes related to the reported condition were found within six months prior to lots manufacturing date. The physical sample was not received by the manufacturing site for analysis and investigation, however one photo was provided by the customer. A visual evaluation of this photo was performed; the picture shows the catheter cut below the cuff, however defective conditions related to the reported condition could not be observed therefore a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. No further corrective or preventive actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% visual inspection, and visual acceptance sampling are performed in the plant) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. (B)(4) product monitoring has attempted to gather clarification of the reported description of the event on 11/21/2016, 11/28/2016 and 11/30/2016. To date, no clarification has been received. If additional pertinent information becomes available, the report will be updated.

Event description:
It was reported to covidien on 11/08/2016 that an issue occurred with a dialysis catheter. The customer states that the catheter often folds after intubation. No patient injury reported.